Event description:
The container described was used for a parenteral nutrition admixture containing dextrose, amino acids, electrolytes and minerals to a final volume of 241 ml. On 2/17/95 the nurse was going to hang the container when she discovered a leak. Rptr inspected the bag and found that the right bottom corner wasn't sealed. There was no evidence of needle puncture at the site of the leak. The capacity of the container was 250 ml.